Event description:
Stapler did not deploy properly during a gastrectomy procedure. The stapler fired at an incorrect angle, due to device malfunction creating additional shredding to the bowel tissue, and requiring the surgeon to hand oversew the incomplete suture line. This resulted in added time under anesthesia for the patient.